Manufacturer narrative:
H3: the product was returned and evaluated by tidi products; at which time it was found to be functioning according to manufacturing specifications. Even if cosmetic damage is noted, the evidence supports that a device malfunction did not occur. The complaint rate for this product family is (B)(4), which represents a very low rate of product defects. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product 8309wl lot# 4304t148. Customer state that they recently had a patient incident on (B)(6) 2024. The patient was in their chair with our 8309wl paired to the alarm. The patient got up and fell. Alerted staff by yelling. The alarm did not sound when the patient stood up. A foley was pulled out and a laceration occured. Staff re-paired the sensor & alarm and it still didn't sound alarm. Staff tried a new sensor, the new sensor worked correctly paired/sounded. Customer has original pad still to return for evaluation.